Event description:
Caller indicated the relion micro meter was giving high readings. Caller stated she had blurry vision, headache and was nauseous. Customer got a reading of 406, retested and got a reading of "3 something." She called her doctor office and they advised her to come to the ER if she had 2 readings over 300. She did go to the ER and they took blood from vein and got reading of 261. She then tested on her hand with her meter and got a reading of 327. No treatment given at the ER. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.